Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m119194 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m119194, test base part number 190-430 / lot m119194. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot (m119194) based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4) was not able to able to determine the exact root cause of the positive result, however it appeared to be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result with the ID now covid-19 assay during routine testing for one patient. The customer reported the patient was tested on (B)(6) 2020 with lot m119194 using direct tested nasal kitted swabs. Repeat testing was not performed on the ID now. Initial confirmation testing performed was performed using cobas with a separate sample (np in vtm) which had a negative result. A second confirmation with cobas test was performed on (B)(6) 2020 that reported back a positive result. The customer confirmed that the patient was not treated based on the result. It is not known if the patient was symptomatic at the time of sample collection or if both nostrils were swabbed. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.